Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. An alert for low atrial lead impedance was noted. The atrial lead exhibited low impedance. No medical intervention was performed. The patient would continue to be monitored.